Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. Initial reporter address: (B)(6).

Event description:
It was reported that bd viper¿ lt system discrepancy with positive results. The following information was provided by the initial reporter: on (B)(6) 2022, tested positive for hpv hr18+ve, while on (B)(6) 2022 she tested positive for hpv hr16+ve.

Manufacturer narrative:
H.6 investigation summary: a failure of discrepant results was reported on a viper lt instrument (p/n 442839, s/n (B)(6)). The customer reported that patient results from samples taken in (B)(6) 2022 differed from the same patient's results from (B)(6) 2022. The patient denied additional high-risk interactions over the time frame. However, at this point, there is not sufficient information to confirm this complaint. Additional information and bd service support would be needed to verify the root cause of the complaint. This is an unconfirmed failure of a bd product. Bd quality did not receive any returned materials for review. Review of device history record for vlt0095 is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history for vlt0095 was reviewed and revealed no previous complaints related to patient results. The root cause is unknown. Bd quality will continue to closely monitor for trends associated with this complaint.

Event description:
It was reported that bd viper¿ lt system discrepancy with positive results. The following information was provided by the initial reporter: on (B)(6) 2022, tested positive for hpv hr18+ve, while on (B)(6) 2022 she tested positive for hpv hr16+ve.